Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a blank display. The blood glucose reading was 191 mg/dl. He stated that the insulin pump showed no signs of physical damage and had not been dropped, bumped, or exposed to moisture. He stated that the battery cap contacts were not missing or damaged and that the battery compartment and spring were not damaged or corroded. Nothing further was reported.